Event description:
A routine complaint investigation confirms precision tests performed by the device user to be outside of the MFR's recommandstions of +/- 10%. Imprecise readings under certain conditions, could have adverse clinical effects. This customer called to state that they had been hospitalized for five days after receiving two very different readings. On the day in question customer had taken thier usual nph insulin in the morning. Customer checked their sugar in the "early afternoon" and obtained two very different values and "did nothing." Customer was on no sliding scale to values except with customer's morning and evening nph insulin. Customer said that they started to vomit and feel very week. Eventually they had someone call the emt's. They allegedly obtained a reading in the "300's" and felt that customer did not need hospitalization, but customer did not feel comfortable monitoring their diabetes at home. According to the pt, the emergency room obtained a venous specimen reading in the "300's." At the time of the complaint the customer was not sure of the diagnosis. Upon a follow-up call customer said it was for high sugar, shingles, and a bleeding ulcer. Customers diabetic regimen remains the same and customers glucose meter and strips have been replaced.